Event description:
An lma unique was being used on a patient when the clinician realized that the airway was obstructed. The device was removed and replaced with an endotracheal tube. Immediately after the case, it was oberved that the mask had herniated. There was no patient injury or problem.